Event description:
Approximately 3 months after the patient had a 2 level anterior cervical plate placed (44mm plate) it was learned during a routine evaluation via a CT scan, that the right inferior screw had backed out of the plate. Surgery was performed in 2001 to remove the entire construct. No re-instrumentation was necessary due to a successful fusion.